Manufacturer narrative:
(B)(4).

Event description:
It was further reported that adjudication indicates that stent thrombosis occurred.

Manufacturer narrative:
Complainant name: (B)(6). Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-04904. (B)(4) study. It was reported that patient death occurred. In (B)(6) 2012, the patient presented due to myocardial infarction. Subsequently, the index procedure was performed. The target lesion was located in the proximal left circumflex artery (lcx) with 80% stenosis and was 12mm long with a reference vessel diameter of 3.0mm. The lesion was treated with direct stent placement of a 3.00x16mm promus element¿ plus stent however, a vessel dissection was noted, which was treated with placement of a 2.75x8mm promus element¿ plus stent. Following post dilation, residual stenosis was 0%. In (B)(6) 2012, the patient was discharged on aspirin and prasugrel. In (B)(6) 2015, the patient expired. The cause of death is unknown.